Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-16021. Reference MFR. Report#: 1627487-2012-16022. The patient had two scs systems. It was reported, the patient was no longer receiving adequate coverage due to stimulation being in the wrong location. As a result, both scs systems were explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.